Manufacturer narrative:
A review of the manufacturing report has been conducted. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Please note attached list of additional devices implanted in patient: tg3715/04012932 & tg3720/03879166.

Event description:
In 2006, three gore tag thoracic endoprostheses was implanted in the patient due to a dissecting descending thoracic aortic aneurysm. In 2007, the patient developed a type I endoleak and an acute rupture of the descending aorta with two atheromatous aortic ulceration above the most proximal tag placement. The physician attempted to repair the aorta by explanting the tag devices and placing an unknown graft. Yet, the patient died due to severe hypertension, coagulopathy, and pulmonary complications. The tag devices were not returned and are not available for explant analysis. No further information will be available.